Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and magnetic sensor functionality, irrigation, temperature and impedance test of the returned device were performed. Visual inspection showed a reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No magnetic issues or errors were observed. A temperature and impedance test was performed, and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and no irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the high temperature and magnetic sensor error reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. In the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode inspected for coagulum before rf energy is reapplied. To remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. Do not continue use of the catheter if it is still occluded or if it is not functioning properly. Additionally, the carto® 3 system IFU contain the following information: verify that metal objects have not been introduced into the field. Verify that the fluoroscope tube is not too close to the location pad. If it is, raise the table, or change the fluoroscope position so that the tube is farther away from the location pad. Verify that the fluoroscopy detector is not too close to patient's chest. If it is, raise its position. Verify that the catheter's handle is at least 30 cm from the location pad. Replace the cable or the catheter. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure and the qdot micro¿ catheter had errors (temperature slope too high; error # not provided) that were displayed on the ngen¿ monitor. Also, an error on magnetic distortion (error # not provided) was displayed on the carto® 3 system. The cable was replaced without resolution. When the catheter was replaced, the problem was resolved. The case continued. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and magnetic sensor functionality, irrigation, temperature and impedance test of the returned device were performed. Visual inspection showed a reddish material and a hole in the surface of the pebax. This finding is MDR reportable.